Event description:
Device issue: separated guide wire tip. Time of device issue: during the procedure. Adverse event: tip compressed to vessel wall with a stent. Onset of adverse event: during the procedure. It was reported that the balance middleweight (bmw) was placed in the heavily calcified circumflex (cx) branch of the left coronary artery and after the stenting, during an attempt to remove the guide wire, there was resistance and the guide wire separated. This occurred with two bmw guide wires in one pt. One of the separated guide wire tips was compressing against the vessel wall with a non-abbott stent and the other was left in the pt's anatomy untreated. The pt is doing well and will receive anticoagulation medication (3 agents) for the duration of 12 months and on the 13th month, the pt will receive only two agents. No additional event or pt info is available.

Manufacturer narrative:
(B)(4). The hi-torque bmw (part# 1009660, lot 0032475), indicated is being filed under a separate MFR #. The customer reported the device was discarded. The lot number was reported. A review of device history record is forthcoming. A f/u will be submitted with all relevant info.